Event description:
It was reported that the pt had a left total knee replacement in 2002. They reported problems of inflamation in 2003, and was concerned about a low grade infection. In 2004 pt was revised after x-rays revealed degenerative arthritis secondary to loosening.